Manufacturer narrative:
The reported observation of difficulty charging was duplicated and confirmed during functional testing of the implantable pulse generator¿s (ipg) ability to charge when the gemini charging system attempts to couple and charge the returned ipg. The root cause of the observation is the ipg¿s charging circuitry not having the ability to maintain a coupled charge event, which would result in not allowing the ipg battery to increase its state of charge (soc). A scan of the hybrid assembly found solder bulges at fet's q2 and q4, this was the confirmed root cause of the observation. The ipg hybrid was built with the new stencil which caused extra solder to be present at the fet gate, causing an electrical short between the fet gate and source. Reverted to old stencil to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted to address the issue.